Manufacturer narrative:
Product complaint # (B)(4). This complaint is linked to (B)(4) I&d and revision event. This complaint is linked to (B)(4) where patellar fracture with an intact patellar button was reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported amputation was done. Doi - (B)(6) 2015; dor - (B)(6) 2016; unknown knee side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.